Event description:
The customer stated that after filling five different reservoirs with insulin, she was unable to remove the transfer guards from them. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected three opened/used reservoirs and performed visual inspection. Found all three reservoirs with a detached snap-cap from the septum. All three reservoirs will leak.